Manufacturer narrative:
H2) device evaluation: d9 - date returned to mfg: 6/19/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and accuracy testing; the customer problem was not duplicated. The pump was found to have a contaminated downstream occlusion (dso) sensor. Accuracy tests were performed, and results were within manufacturing specifications, no problem was found. The service history review indicated the pump was previously serviced for an issue unrelated to the complaint. The manufacturer representative replaced the dso sensor, and the pump passed all functional tests and performed as intended.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy test 7.8%. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.